Event description:
The customer called to report that he experienced high bg's (400-500mg/dl) while wearing a pod. Multiple boluses were administered, but were unsuccessful at lowering his bg's. Blood was observed in the cannula, but there was no sign of a kink. The customer reactivated the pod and will be returning it for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.